Event description:
After changing the settings of the spva valve from 110 to 30mmh2o, the doctor suspected the valve to be obstructed.

Manufacturer narrative:
Results of analysis will be developed in a f/u report.